Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's l5 drg lead had migrated. During surgical intervention addressing the issue, the leads were too difficult to separate in the pocket due to scar tissue. As a result, the entire system was explanted and replaced. Therapy was restored post-op.